Event description:
Information received by medronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure. The first a pplication in the rspv resulted in loss of diaphragm capture at 139 sec and -56 degrees celsius. Abdominal palpation was performed during pacing. High output pacing was being utilized. Right phrenic function had not returned following 40 min of observation. Three of the four pulmonary veins were isolated; the ripv was not attempted due to inability to pace right phrenic nerve.

Manufacturer narrative:
Patient and failure files were analyzed and do not show any system notice messages for the date of event. Patient files showed that at 9 applications were performed with the catheter. The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.